Event description:
Reportedly, two mos after the initial operation, the pt was experiencing pain and was returned to surgery. During the second operation it was noted that the implant was broken and it was removed. Procedure: instability repair of the shoulder.